Manufacturer narrative:
A philips response center engineer (rce) spoke with the customer over the phone. The rce confirmed that the customer required only retrospective data from the monitor and that the product did not malfunction. The customer has supplied philips no additional information. The philips rce confirmed that no product malfunction occurred; the customer wanted only retrospective data from the monitor. The rce provided instructions on how to retrieve retrospective data from both the monitor and the central monitoring system. The device remains at the customer site, and no subsequent calls have been logged for this device/issue. No further investigation is required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips attempting to retrieve retrospective data concerning a patient death. The patient died.